Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with removal of vulvar skin tags.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to mesh exposure and vulvar lesion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04786. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 mesh was implanted. It was reported that the patient underwent excision of anterior vaginal wall mesh with revision of the mesh on (B)(6) 2007 due to hematuria. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, bleeding and urgency.